Event description:
Reported due to infection resulting in a surgical procedure. On an unknown date, the physician used a perclose proglide device in a successful closure of an arteriotomy site after an unknown procedure. Reportedly, the pt presented with an "infection" on an unknown date. The vascular surgeon reportedly performed an unknown surgical procedure. It was noted the pt is "very large." The current status of the pt is unknown. Although requested, no additional pt information was provided.